Event description:
It was reported that shaft break occurred. The target lesion was located in the non-tortuous and non-calcified obtuse marginal branch. A 4.50 x 20mm synergy xd drug eluting stent was advanced for treatment. However, during insertion, while still outside of the body, the stent delivery system was sheared off/fractured. The device was pulled to be removed and the procedure was completed with a non-boston scientific stent. There were no patient complications reported.